Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2019 regarding a patient receiving bupivacaine (5 mg/ml) and morphine (20 mg/ml) at unknown doses via an implanted infusion pump. The indication for use was spinal pain. It was reported that a flipped pump was confirmed on (B)(6) 2019 and a revision occurred on (B)(6) 2019. No symptoms were reported associated with the flipped pump or revision. At the time of revision, the patient was told by the hcp that they should have their pump filled in the next 8 days, but the refill nurse indicated that pump interrogation showed that they had until (B)(6) 2019 to fill the pump before it hit low reservoir. The patient reportedly started experiencing symptoms of withdrawal on (B)(6) 2019 and the nurse requested a manufacturer representative to be present for the case to get context on this situation. The nurse was wondering why the pump was not filled in the operating room (or) on the surgery date since now they would need to access the pump so soon after surgery. No further complications were reported or anticipated.